Event description:
It was reported that the patient collapsed due to loss of capture/asystole and suffered a laceration to the head. The right ventricular lead was suspected to have a fracture as the pacing impedance was high. The physician remarked that the setscrew on the lead was quite loose. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.